Event description:
Patient reported "right side unevenness, hardness, rupture and exchange from a textured to smooth breast implant due to the patient¿s concern with the product." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data. Visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Malposition: unable to observe as it is a medical event that is not related to the device. Anxiety¿product/procedure: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided.

Event description:
Healthcare professional later reported capsular contracture, baker grade unknown and malposition. Device has been explanted and replaced. Device discarded.